Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report, attached photo and communication with field service engineer. According to the information provided by the technician, the device was checked and nozzle unit on air gas module was replaced. Based on provided photo it has been confirmed that the spring was physically damaged. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause could not be determined.